Event description:
Information received with return of the device does not address the patient's clinical status but notes that during the implant procedure, atrial lead impedance was >2500 ohms in the bipolar configuration. Interrogation of the device revealed an open circuit. The physician loosened the set screw and reinserted the lead but there was no change in impedance. A new device was placed with normal function.